Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer contacted adc on (B)(6) 2016 to report that her adc blood glucose meter turned on with the button, but not with test strip insertion. On (B)(6) 2016 the customer's daughter called to report that the meter had not been delivered and to inquire about the delivery status. The daughter further reported that her mother could not test her glucose and experienced a medical event on (B)(6), where she experienced symptoms of "dizziness and leg pain". The customer was taken to the emergency room at 20:00, where her blood glucose level was reported as being "too high". No specific readings were provided. The customer was treated with insulin injection(s). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation has been completed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is isolated to the meter only. The only function of the test strip is to facilitate movement of the port pin. As such, no strip related investigation activities are performed for the reported complaint. A DHR for the xceed meter was completed and the DHR showed the xceed meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and showed that no further action is required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer contacted adc on (B)(6) 2016 to report that her adc blood glucose meter turned on with the button, but not with test strip insertion. On (B)(6) 2016 the customer's daughter called to report that the meter had not been delivered and to inquire about the delivery status. The daughter further reported that her mother could not test her glucose and experienced a medical event on (B)(6), where she experienced symptoms of ''dizziness and leg pain''. The customer was taken to the emergency room at 20:00, where her blood glucose level was reported as being ''too high''. No specific readings were provided. The customer was treated with insulin injection(s). There was no report of death or permanent injury associated with this event.